Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The product was broken. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm what was broken? (The suture or the needle), please clarify. Suture was crushed. What is the lot number? Lot# rjmlpb. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by the product was broken: did the suture thread break into two separate pieces? If so, did it occur during use or during dispensing? Was the box contained the suture broken? Please clarify what is meant by the suture was crushed? Was the suture thread observed to be damaged? Was the suture packaging observed to be damaged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 08/10/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Please clarify what is meant by the product was broken: a. Did the suture thread break into two separate pieces? If so, did it occur during use or during dispensing? B. Was the box contained the suture broken? 2. Please clarify what is meant by the suture was crushed? A. Was the suture thread observed to be damaged? B. Was the suture packaging observed to be damaged? Box came in squished¿ that¿s all. It never went into use because we didn¿t want to take the risk. H3 evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photo showed a sealed and damaged box of product. The image is not clear to determine the reported condition. Based on the photo review, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.